Event description:
It was reported the patient was admitted to the hospital the day of report. It was stated the patient¿s condition was ¿sort of¿ related to their device or therapy and they came in with intractable nausea and vomiting.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).